Event description:
It was reported that, "patient was unable to completely bend leg. Complained of knee pain. Doctor gave her injections, water and physical therapy and also did a knee scope. He suspects it may be a tight pcl. All of the parts looked wonderful on xray according to surgeon."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.